Manufacturer narrative:
During processing of this incident, attempts were made to obtain the date of explant. Further information was requested but not received. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. Surgical intervention was undertaken wherein the entire system was explanted.